Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time.

Event description:
The pt was implanted with a vascular access graft in a loop configuration in the left forearm. The physician reported to the dist that a graft was removed from the pt due to infection. The graft had been implanted for an estimated period of three (3) yrs. It was reported that when pinched with forceps, the graft was noted to be ragged and the material brittle.